Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-04132. It was reported the patient was involved in a motor vehicle accident. Reportedly, shortly after stimulation changed and was not consistently effective. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the occipital leads(off label use) were explanted and replaced which resolved the issue.